Manufacturer narrative:
The device was sent to our product evaluation lab for further testing. The detached tubing od, measured 0.1395 near the point of detachment, which was within specification. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. As part of the complaint investigation process, no specific root cause was identified.

Event description:
It was reported that during use of this pressure monitoring set, blood leakage was observed from the arterial line during the blood sampling. The sampling site and the pressure tubing were suddenly detached. The following information was unable to be obtained: the amount of leakage, whether the patient was an adult or child, whether a blood transfusion or prolonged hospitalization was required. There was no patient injury reported.

Manufacturer narrative:
One vamp plus device was returned for evaluation. The reported issue was confirmed. As received, the pressure tubing was detached from z-site. Bond indication was observed on inserted portion of the detached tubing. There was no other visible inconsistency observed. A leak test could not be performed on the unit since the tubing was fully occluded with clotted blood. The sample was sent for further evaluation. A device history record review was unable to be completed as the lot number is unknown. The lot number for this device was not provided and is unknown, therefore, the full UDI number is not available. The primary device identifier (di) number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.